Event description:
The hospital reported that during a procedure a small tear in the aorta was observed, and the procedure was completed with the same device after the initial tear was repaired with sutures and pledgets. The original anastomosis was used to complete the procedure. The patient was doing fine after the initial surgery. The patient reported to have preexisting hypertension. The patient needed to be operated 2 days later with the diagnosis of aortic dissection. The patient was in ICU within the next five days, in the afternoon with no brain activity. The surgeon stated that the aorta was thin. The surgeon commented that the tension on the tension spring may have caused the injury. It was also reported that another cutter other than cardiac surgery cutter was used during the procedure. Five days later, the patient was still in a coma. Six days later, the patient expired.

Manufacturer narrative:
After the procedure, the hospital discarded the product, since the product was not returned to cardiac surgery for evaluation, it will be difficult to confirm the reported problem. A lhr review cannot be performed because the lot number was not provided by the hospital. A study was completed on a sampling of devices from manufacturing, and the test proved that the tension on the tension spring is consistent.